Event description:
Boston scientific received information that this left ventricular (lv) lead fractured after the patient had fallen. An invasive procedure was performed and this lead was surgically abandoned. An epicardial lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected for return as it was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.